Event description:
Per the clinic, the implanted device was found to have several open electrodes. The device was explanted (B)(6) 2012, (reason for explantation not reported). There are plans to reimplant the patient with a new device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2012; not (B)(6) 2012, as previously reported. Per patient's record, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.